Event description:
The customer reported the workstation would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed repair of the system. The system operates as intended.